Event description:
This unsolicited device case from united states received on (B)(4) 2014 from a non-healthcare professional. This case concerns a pt (unspecified demographics) who expired due to unreported cause after grafting with epicel cultured epidermal autografts (epicel). No past medications, medical history, or concurrent conditions and concomitant conditions were reported. An unk date in 2012, the pt was grafted with epicel cultured epidermal autografts (batch/lot number: ee101624 and expiration date: unk) on an unspecified location for thermal burns. On (B)(6) 2013, (51 days following grafting with epicel cultured epidermal autografts), the pt expired due to an unreported cause. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.